Event description:
It was reported that a patient developed an infection 6 weeks after implant. The generator began to extrude from the incision site as well. Additional information received from the surgeon revealed that the infection was the cause for the extrusion. The only preceding event of note was that the patient had a severe respiratory tract infection prior to the infection at the incision site. There was some patient manipulation at the incision site. There was no evidence of infection a week after implant nor was there evidence of damage to that area; however, the infection developed six weeks after implant. Cultures taken from the area identified the infection as (B)(6). There were no medication or dietary issues related to wound healing that contributed to the extrusion. The DHR for the lead and generator were reviewed and sterility prior to shipment was confirmed. The generator was explanted and not replaced. The explanted generator was returned to the manufacturer for analysis. There were no adverse function, mechanical, or visual issues identified with the returned generator.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.